Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The power supply was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a communication failure error message. No pt injury was reported.